Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The motor error happened during the bolus. Blood glucose of over 600 mg/dl at the time of the incident, the customer current blood glucose was 248 mg/dl. The customer was hospitalized on december 26-decemebr 31st (customer was not sure on the date exactly). The customer states he also went into diabetic ketoacidosis a few months ago that put him in the hospital. He received lentils and short acting insulin for insulin drip. He does not want to troubleshoot for the motor errors. He did not want to troubleshoot for no delivery either, he did not want to troubleshoot for high blood glucose either. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm noted during testing. The motor was tested outside of the device and passed. No cosmetic damage noted. (B)(4).